Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during percutaneous left atrial appendage closure to treat atrial fibrillation, versacross connect laac access solution was selected for use. It was mentioned that energization failure has occurred. The bmc generator achieved ready mode and radio frequency was delivered once but could not the second time. Attempted to cross twice and rf were delivered each time. About 2mm of the wire was exposed. Hence the device was replaced. The procedure was completed. No patient complications have been reported. The product is expected to be returned for analysis.